Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous arteriovenous fistula vein side. A 5.0mm x 100mm x 75cm athletis pta balloon dilatation catheter was advanced for dilatation. However, during inflation at 40 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient condition was good post-procedure.